Event description:
The customer reported that the customer experienced low blood glucose of 18mg/dl. The paramedics came and advised the husband to give her a full shot instead of half. The customer mentioned having low glucose at dinner time for the last three to four nights. The customer stated that she got confused, went to the kitchen and pulled the stuff out of her cabinets; when she realized what she was doing, she could not put them back and lay down on the couch. The paramedics woke her up. Initially, the customer stated that the doctor wanted to change her rates. The caller stated that the event happened six to eight months ago. The customer had arthritis and she is on many medications. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.